Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.unrelated to this complaint event, a getinge field service engineer evaluated the iabp and checked the iabp for no fiber optics. The fse checked alarm codes in the maintenance menu and the fault codes, and no codes were recorded. The fse ordered a fiber optic lamp assembly replacement kit, disassembled the iabp and removed the fiber optic module and installed the new lamp replacement kit, reassembled and tested the iabp with the fiber optic test tool and all passed each time. The fse then performed a complete check out with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
A getinge service representative reported that the customer called from the ICU to report "fiberoptic module failure" for several minutes with the cardiosave intra-aortic balloon pump (iabp) while in use on a patient. The getinge service representative advised her to switch to another iabp if possible, or to switch to using the transduced central lumen. The customer was able to move the central lumen successfully and reported that she would obtain another iabp from the cath lab. The biomed department was going to be notified of the iabp once not in use. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
A getinge service representative reported that the customer called from the ICU to report "fiberoptic module failure" for several minutes with the cardiosave intra-aortic balloon pump (iabp) while in use on a patient. The getinge service representative advised her to switch to another iabp if possible, or to switch to using the transduced central lumen. The customer was able to move the central lumen successfully and reported that she would obtain another iabp from the cath lab. The biomed department was going to be notified of the iabp once not in use. No adverse event was reported.

Manufacturer narrative:
Correction to repair narrative submitted in initial MDR: a getinge field service engineer evaluated the iabp and checked the iabp for no fiber optics. The fse checked alarm codes in the maintenance menu and the fault codes, and no codes were recorded. The fse ordered a fiber optic lamp assembly replacement kit, disassembled the iabp and removed the fiber optic module and installed the new lamp replacement kit, reassembled and tested the iabp with the fiber optic test tool and all passed each time. The fse then performed a complete check out with all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.